Event description:
It was reported that after deploy of t1 the t2 deploy prematurely. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent and twisted and the actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. No ts or suture remain on the delivery needle or were returned for examination. Per the device IFU under warning "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". No root cause related to the manufacturing process can be established.

Event description:
It was reported that after deploy of t1 the t2 deploy prematurely. T1 was removed from patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.